Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device was defective. There was no reported patient involvement.

Manufacturer narrative:
The customer was informed that service could no longer be completed on the device as the device had reached end of life (eol). The heartstart xl+ device and all associated service/support was discontinued on 03-feb2022 and the device was scrapped at the customers request. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. H3 other text: device is end of life / end of support.

Event description:
It was reported the device does not pass the daily functional test. There was no patient involvement.